Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The 75% stenosed target lesion being treated was located in the severely tortuous and calcified right coronary artery (rca). Pre-dilation was performed with a 2.00x15mm maverick balloon catheter. A 2.50x24mm promus element sds was advanced and was unable to cross the lesion. The lesion was again predilated and the procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. The distal stent struts were raised. A severe kink was found at the rx port. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).